Event description:
It was reported that the pump was allowed to run dry due to the patient missing refill appointments and changing doctors. At the time of report, the patient had just been refilled and the pump was programmed to run at the previous dosage of 85mcg/ml. He had been advised about the potential issues involved with restarting the pump after having been empty, but directed it to be done anyway. It was indicated that the reservoir was estimated to have been empty for over 45 days. At the time of report, there was no patient injury. The device system was used to deliver compounded baclofen.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).